Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, some of the cartridges did not snap into place. The customer's blood glucose level was 500 mg/dl with ketones. It was reported that the school nurse administered a manual injection. The contact was able to load a new cartridge successfully and resume insulin delivery.